Manufacturer narrative:
It was determined that this was not a malfunction, but the stained display caused by user error, not cleaning the screen properly. The self-test was performed successfully. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was attributed to user error not cleaning the device screen properly. The reported problem was not confirmed. The stained display was attributed by user error, not cleaning the screen properly. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's display was stained. There was no patient involvement.